Manufacturer narrative:
A product sample was received for evaluation. The sample was visually inspected and the needle was found to be bent. Aspiration, actuation, and cut testing were performed and all found to be nonconforming. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the bent needle. There is approximately 90 minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is bent. There are gouge marks at the bend area. The probe was retested for actuation without a needle and there was movement of the inner cutter. This confirms the engine assembly is properly functioning and that the bent needle is the cause of the initial actuation test failure. The final product lot was identified. A device history record review for the lot was conducted. According to the device history record review, two lots were reprocessed for anomalies that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. The product evaluation confirms the probe failed to cut. The root cause for the probe not cutting was due to the bent needle condition. How or when the needle became bent cannot be determined. It appears the mostly likely reason for the failure was from the needle becoming bent from handling during the probe use. A bent needle will cause interference between the inner cutter and outer needle and the probe will stop working. In addition, the excessive wear (90 minutes) on the inner cutter would cause poor cutting. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that poor cutting of the probe occurred during surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient.